Manufacturer narrative:
Fse conducted follow-up with the customer over the phone to address the reported event. Fse spoke with customer on issues and customer refused the service call at this time and said they would call back if needed.no further action required from field service. The most probable cause of the reported event was due to discrepant patient result . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported discrepant patient results,with their aia-1800 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for bhcg and afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
This report was submitted in error. It is a duplicate of events aleady submitted under MDR# 3005529799-2016-00016. (B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).